Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of some 'episodes' in the past, and of receiving a shock. The patient also indicated feeling tingling and numbness in the right hand. Currently it is not possible to determine whether the shock received was appropriate or inappropriate. Follow up is currently in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of some 'episodes' in the past, and of receiving a shock. The patient also indicated feeling tingling and numbness in the right hand. It was further reported that the shocks received were determined to be appropriate, and the patient's complaints of tingling and numbness appear to have resolved, as the patient did not make any mention of those issues at their next follow up visit. The patient did complain about lightheadedness, but the physician treated that with medication changes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.